Event description:
On 03/04/2025, it was reported by a sales representative via phone that an ar-8973l-30-130 arthrex® fibulock® nails talons would not deploy. This occurred during an ankle fracture procedure on (B)(6) 2024 when the surgeon went to advance the nail that the talons would not deploy. Another ar-8973l-30-130 arthrex® fibulock® nail was used to complete the case. There was no patient harm. The patient did not have a great bone quality. This resulted in a few minutes delay while removing the nail. Additional anasthesia is not believed to have been administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error.